Manufacturer narrative:
Additional concomitant medical products: lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had no telemetry. Troubleshooting steps were taken to no avail. It was reported that telemetry could not be established with the implantable pulse generator (ipg). The patient will go to clinic to have pacemaker adjusted. The device is still in use. The remote monitor is still in use. No patient complications have been reported as a result of this event.